Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the locking wire was slightly out of alignment. Therefore, the surgeon used another insert (#5/12mm) instead of it."